Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.

Event description:
The customer reported that the device, as-ifs2, airseal ifs, 230v, was being used on (B)(6) 2024 during a heller oesocardiomyotomy with toupet fundoplicature procedure and ¿when co2 is insufflated into the trocars, the patient's capnia increases and she becomes desaturated. Decision to stop insufflation and surgery. Hyperbaric chamber session following suspected gas embolism, then transfer to intensive care unit". There was no report of malfunction of the conmed device. This report is being raised due to the reported injury of suspected gas embolism.

Event description:
The customer reported that the device, as-ifs2, airseal ifs, 230v, was being used on (B)(6) 2024 during a heller oesocardiomyotomy with toupet fundoplicature procedure and ¿when co2 is insufflated into the trocars, the patient's capnia increases and she becomes desaturated. Decision to stop insufflation and surgery. Hyperbaric chamber session following suspected gas embolism, then transfer to intensive care unit". There was no report of malfunction of the conmed device. This report is being raised due to the reported injury of suspected gas embolism.

Manufacturer narrative:
Evaluation of the device could not duplicate the reported event. At the time of device evaluation, the preventative maintenance was overdue. The service history was reviewed, and no prior data was found. A device history record (DHR) review was requested from the manufacturer, and no indication of abnormalities was communicated. A two-year review of complaint history revealed there has been a total of 38 reports, regarding 39 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: an authorized service technician has to inspect and service the device at appropriate intervals to ensure the safety and functionality of the unit. The minimum service interval is two years, depending on frequency and duration of use. If the service interval is not maintained, the manufacturer does not assume any liability for the functional safety of the device. Improper placement of the insufflation instrument could cause gas penetrating a vessel or an internal organ, resulting in gas embolisms. To reduce the risk, use a low flow rate for the first insufflation and ensure that the insufflation instrument is correctly positioned. Check the position of the insufflation instrument immediately if the actual pressure rapidly reaches the nominal pressure value. Gas embolisms can also be caused by a high intra-abdominal pressure. Avoid high-pressure settings and close damaged blood vessels at once. We will continue to monitor per regulatory requirements to help ensure patient safety.